Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device was no longer functioning; and that its motor was defective. It was further determined that the device failed the following assessments at pretest: check function and direction of rotation, check function with test hand switch, check function with foot pedal, check with test bench and record results. Power: 45 to 90 w (watt) and speed: min. 703 to 937 rpm and check with test hand switch after adjusting. It was noted in the service order that the device would not turn on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.